Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported several episodes of rv oversensing on merlin.net for t-wave oversensing were noted. Programming changes were made.

Event description:
Patient was stable after programming changes were done.